Manufacturer narrative:
Concomitant medical products: product ID: 4076-52 lead, implanted: (B)(6) 2006. The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, the chronic right ventricular (rv) lead showed an superior vena cava (svc) impedance out of range when the device was hooked up to the lead. The physician chose to turn off the svc coil, and the rv lead remains in use. It was further reported that the superior vena cava (svc) coil was fractured. A connection issue was suspected to have occurred with the device set screw as the lead was indicated to not have been screwed in properly. No patient complications have been reported as a result of this event.